Manufacturer narrative:
A follow up will be submitted following evaluation.

Event description:
A peritoneal dialysis patient's nurse reported the patient was having difficulty draining during treatment. The patient's treatment data was reviewed. During drain 5 the patient had a large drain of 3683 ml witha fill volume of 2000 ml. The reported large drain of 3683 ml was 184% over the expected drain volume which resulted in a reportable device malfunction. The cycler was replaced. During follow up the patient's nurse reported that there was no adverse event associated with the overfill.

Manufacturer narrative:
Plant investigation: the actual device was not returned to the manufacturer for physical evaluation. Further investigation was not able to be performed. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Should additional relevant information become available, a supplemental report will be submitted.